Event description:
Catheter and rdc did not load together major resistance. No patient harm occurred another of each catheter was opened and used with no complications to complete the case. Vendor notified. Manufacturer response for intravascular catheter, glidecath angeled taper (per site reporter).